Manufacturer narrative:
Convatec is submitting this report as a result of activities related to (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
End user reported ulcers developed about two months ago beneath the wafer. He does wear convexity with a belt. He has been seen by a physician and a wound care nurse but the ulcers have not improved. They have tried kenalog cream stomahesive powder and eakin seals. There are about 5 ulcers beneath the wafer one being the size of a fifty cent piece. There is depth to all of the ulcers. The ulcers bleed and drain serous fluid. It was cultured and was positive for e. Coli. Today he began prednisone. He also has a parastomal hernia adjacent to the stoma. Use of accessory products and alternate product options discussed.